Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the power switch failed and could not be pushed. Additionally, the evaluation found front panel poor appearance and uneven color and a software update needed due to previous version 1.04 installed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report that the power button was stuck and the device would not power off. Upon inspection and testing of the returned device, it was determined the power switch failed. This report is submitted due to power switch failure, found during evaluation of the returned device. As the problem was identified during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/stuck power switch could not be identified. Olympus will continue to monitor field performance for this device.